Manufacturer narrative:
A direct correlation between the device and the reported event could not be determined through this evaluation. The patient remains ongoing on lvad support. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient has a driveline infection and would be undergoing a debridement procedure on (B)(6) 2015. Further information was requested but was not provided.